Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). The lead was returned severed 82 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that an out of range impedance measurement had been observed. No adverse patient effects were reported.

Event description:
Additional information was received indicating this patient later expired. There were no allegations against lead functionality at that time. The lead was partially removed and the terminal end was returned for analysis.